Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Recently the patient fell off a chair and came to the hospital for reduction. During reduction, the j-fx shell easily came off from the head and revision took place.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary bhp had taken place on (B)(6) in 2015 by using the reported devices. Recently the patient fell off a chair and came to the hospital for reduction. During reduction, the j-fx shell easily came off from the head and revision took place on (B)(6) in 2016. The surgeon replaced the reported devices. The surgery was completed without any delay. The patient is now under observation. A complaint database search and review of manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.